Event description:
A customer contacted beckman coulter inc., (bec) and reported that they were performing a shutdown and a startup on the coulter lh 780 hematology instrument and they noticed a clear fluid (5ml) leaked from the area to the right of the needle and dripping out of the bottom of the instrument. The customer could not locate the leak source. The customer was wearing gloves and a lab coat. There was no biohazard exposure to open wounds or mucous membranes. No one sought medical attention. The material safety data sheets (msds) were not reviewed. There is an exposure control plan at the facility. No patient results were affected. There was no death, injury or an effect to patient treatment.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to the customer's site on (B)(4) 2012. The fse indicated that the customer had resolved the issue before his arrival. Tubing at the differential shear valve had come off, and the operator placed the tubing back on. The fse verified the instrument operation cause of this event; tubing at differential shear valve came off. (B)(4).